Event description:
Nellcor puritan bennett received information stating the ventilator stopped cycling while on a patient.

Manufacturer narrative:
As per hospital staff the ventilator "red alarmed" the staff was near by and attempted manual ventilation. Npb has been in contact with the hospital to try to retrieve further event and patient information. The only information received as of now is that the patient expired approximately one and a half hours later, and that the patients condition was critical prior to the event. The puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the bdu cpu. The unit passed extended self testing. Npb will continue to try to gather further information and will notify the FDA.